Event description:
It was reported that the customer went to the emergency room due to low blood glucose (bg) levels; bg values were not provided. Cause of bg levels was not clear. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.